Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a device check post-implant. After the new pulse generator was implanted, pause was confirmed on a hospital ward monitor. Upon device check, it was observed that a myopotential was generated in the atrial lead following atrial output. In addition, loss of ventricular pacing/capture in the right ventricle was noted. The cause of failure that occurred on v pace could not be specified. The physician elected to explant and replace the pulse generator. The patient was stable throughout the event.

Manufacturer narrative:
The reported field event of no pacing and lv output was not confirmed in the laboratory. The device was tested on the bench using automated testing equipment, and no anomalies were found.